Event description:
It was reported that the patient presented for lead implant procedure. During the procedure, the right ventricular lead exhibited inadequate capture and r-wave amplitude variation. The physician replaced the lead during the procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece measuring 58.4 cm. Final analysis found the inner coil in the connector region was over-torqued and the helix was stretched due to procedural damage. No other anomalies were found.